Manufacturer narrative:
Unit was received with blank display due to battery tube corroded. Unit had broken battery cap, minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a blank display and a corroded battery tube and the cap is melted inside of the tube. Customer indicated that they are unable to remove the melted battery. The customer was advised that the device would be replaced and to return the product for analysis.